Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -5.50/+5.0/125 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting, refractive surprise and lens dislocation/subluxation. The patient experienced loss of best-corrected visual acuity and blurred vision. The reporter indicated the lens rotation was due to weakness of zonules.

Manufacturer narrative:
Device evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (fibers). Dimensional inspection found that lens dimensions were within specifications. Work order search: no similar complaints were reported for units within the same lot. Conclusion: per dfu for this lens model, vticls are contraindicated for patients under the age of 21 years old. (B)(4).